Event description:
It was reported that inflation could not be maintained on two, size 6 dfen, disposable cannula fenestrated low pressure tracheostomy tubes. The devices were in use four to five months when the problems occurred. Limited info is available regarding the pt, the events and the device maintenance/replacement practices. The complaint/event info was observed by the pt's spouse at the nursing facility and reported to the MFR. There was one pt involved with no reported pt injury. One of the two size 6 dfen devices was returned on 01/08/1999 to the MFR for decontamination, analysis and investigation.